Manufacturer narrative:
Unit paired successfully to commercial mobile app. My inpen menu displayed: the following test values were dialed and dosed: 4.0 u, 4.0 u, 4.0 u, 4.0 u this values displayed accurately in the logbook. However, two 16 units values were dialed and 13.5 u and 14.5 u were recorded. The inpen values 13.5 u and 14.5 u units transmitted did not matched the 16 u bolus dialed, problem was isolated to electronic assembly. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0 u was dialed and dosed until the screw reached max extension. No physical damage to injection foot or inpen was noted.

Event description:
Customer's parent reported via phone call that the insulin pen is constantly logging doses that are significantly off from the units they dial up. Customer stated the discrepancy was greater than 1.0 unit. Customer would dial up 10 units and the logbook would only show 8.5 units. No harm requiring medical intervention was reported. The device was returned for analysis.